Manufacturer narrative:
Information received from (B)(6). Confirmed revision of pinnacle/summit implants. Revised due to pain. High ion levels were found together with evidence of bone and tissue damage. Revision confirmed. Update oct 18, 2017: pinnacle spreadsheet received. Updated lot number of liner. This complaint was updated on nov 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from (B)(6). Confirmed revision of pinnacle/summit implants. Revised due to pain. High ion levels were found together with evidence of bone and tissue damage. Revision confirmed. Update oct 18, 2017: pinnacle spreadsheet received. Updated lot number of liner. This complaint was updated on nov 14, 2017.